Event description:
It was reported the connector port is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the ventricular output connector was broken. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the connector port is broken. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.